Event description:
It was reported by the affiliate that the (1) tsw 45 was used during a lobectomy procedure. It was reported that the jaw would not open by pushing the release button. It was reported that the case was completely with a new instrument and there was no consequence to the pt.

Event description:
Ob